Manufacturer narrative:
Age at time of event: mid 60's. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10646, 2134265-2016-10647. It was reported that no flow occurred and the patient died. The target lesion was located in the mid left anterior descending (lad) artery. A 2.50x20mm promus premier¿ drug-eluting stent was deployed to treat the lesion. The physician decided to place another stent. A 2.50x8mm promus premier¿ drug-eluting stent was deployed proximal to the 2.50x20mm promus premier¿ stent. The 2.50x8mm stent was then inflated and an image was taken. However, the whole vessel shut down. Another 2.50x8mm promus premier¿ drug-eluting stent was advanced but the vessel was still shut down. Multiple balloon catheters were advanced to inflate the implanted stents but it did not work. Hemodynamically, the patient started crashing. The physician performed cardiopulmonary resuscitation (CPR) on the patient. While doing the CPR, the wire came out from the patient and the physician could not get the wire back in the vessel. Subsequently, the patient died.